Manufacturer narrative:
Investigation into this event found that positively biased quality control results were obtained with vitros valp reagent. Only the upper level control showed imprecision and positively biased results. The customer was diluting this control because it was near the upper reportable range of the instrument and occasionally reported outside of the reportable range. Dilution of quality control fluids causes increased variability in the recovery of results. Ocd field service evaluated the dilution system onboard the instrument and determined it was operating as expected. The root cause of the event is operator error caused by diluting quality control fluids which is not a standard practice called out in the vitros valp instruction for use.

Event description:
A customer observed positively biased qc results using vitros valp reagent on a vitros 5, 1 fs chemistry analyzer. Pt results were reported during the time of the event, but there was no allegation of pt harm.